Event description:
It was reported that patient notifier alert was delivered for possible high voltage circuit damage. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed in the laboratory via review of the device image. The low voltage functionality was tested on the bench and our automated testing equipment. Testing revealed normal device characteristics. No anomaly was found. It is suspected that alert was triggered due to lead shorted to the can.